Manufacturer narrative:
Device evaluated by manufacturer: yes. Result: device performed according to specifications conclusion: no failure detected and product within specification. The customer reported that they obtained a non-reactive (B)(6) result from a donor with the cobas taqscreen mpx test but the donor specimen was serology (B)(6). The donation was blocked from the blood supply. The customer returned 3 aliquots of the donor sample which were then tested with the cobas ampliprep / cobas taqman (cap/ctm) hiv-1 v2.0 test, which generated a result of target not detected (tnd). This indicates that the samples did not contain an (B)(6) above the limit of detection (lod) of the cap/ctm hiv-1 v2.0 test of (B)(6). Sequencing analysis did not find (B)(6) sequences. Therefore, it cannot be determined if mismatches to the assay oligos account for the non-reactive results generated by the cobas taqscreen mpx test. In addition, this does not necessarily mean that there is no (B)(6) present in these samples, as the lack of viral sequence information could be due to sequence heterogeneity under the primers used for sequencing and / or due to low viral titers. Based on the above information, no product non-conformance was identified. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer site in (B)(4) reported that a patient sample generated a (B)(6) test result, for (B)(6), when tested with the cobas taqscreen mpx test. Specifically, the customer reported that the donor specimen was serology (B)(6) and generated non-reactive test results with the cobas taqscreen mpx test. The patient sample was tested for serology multiple times with the architect (abbott) and murex (diasorin) tests.